Event description:
Pump programmed for 5.6 cc per hr to deliver dopamine. IV bag of 800 mg/250cc had been hung at approx 9 pm, 9/24/96. At 0215 am, 9/25/96, alarm sounded on line "d" - air in line. Found IV bag empty. Pump removed. Pt attended. Clinical engineering notified.